Event description:
Procedure: gastric bypass. According to the reporter: customer informs about bleeding in the stapling line. It was seen dis-serosing in the anterior gastric area with slight bleeding that required manual suturing. No reinforcement material used. Customer discarded the device and no more info available because customer has not kept trace. The patient rec'd a blood transfusion.

Manufacturer narrative:
(B)(4).